Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had recurring insulin flow blocked alarms on their insulin pump. They have changed the sit, infusion set, and reservoir two times but it was still not working. They had used their previous insulin pump with the infusion sets and it had worked. The customer¿s blood glucose level was 9.1 mmol/l. The customer had tried different cannula lengths. They declined troubleshooting for the recurring alarms. The device will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not received stuck in manufacturing mode. Insulin pump passed the functional testings including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked/no delivery alarm noted during testing. Unit was received with faded serial number label, scratched case, minor scratched lcd window and cracked select button keypad overlay.